Event description:
Patient inr goal 1.5-2.0 due to recent epistaxis and oral surgery (B)(6) 2016. Patient inr 1.2 on (B)(6), lovenox started with increase warfarin. Inr 1.8 on (B)(6) clinic visit with plan to increase inr goal to 2.0-2.5. On (B)(6) clinic visit, inr 1.6 and coudamin increased; re-check was 2.06 on (B)(6). On (B)(6), patient's ldh was 505 u/l (200-399 u/l baseline) with occasional power spikes and increased flows on interrogation echo done with lv mural thrombus noted. Plan to closely monitor inr and ldh. On (B)(6) 2016, patient presented with increasing doe, leedema, new 2-pillow orthopnea and cxr showing bilateral pleural effusions; also had pump power spikes, no signs of infection. Ldh 636 u/l on admission, t bili elevated to 2.5 and free plasma hemoglobin 41. Pt diuresed and placed on heparin gtt, speed study done (B)(6) (higher speeds required for mr reduction compared to echo study on (B)(6) 2016). Due to continued rise of ldh, patient exchanged on (B)(6) 2016.

Event description:
Patient admitted with hemolysis resistent to treatment requiring an lvad exchanged on (B)(6) 2016.